Manufacturer narrative:
H4: the lot was manufactured between february 15, 2023 ¿ february 17, 2023. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the port tubing was not sealed into the bag and fully exposed on the back side of the bag. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ports of an exactamix 1000 ml eva tpn bag were located outside of the bag. This was observed during compounding. When the bag was attached to the exactamix compounder and pumping started, the pumped ingredients poured outside of the bag. There was no patient involvement. No additional information is available.